Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The suspect device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month spyscope access & delivery catheter product family complaint trent report, inclusive of all failure modes, were reviewed; no unfavorable trend was noted.

Event description:
A spyscope access and delivery catheter was used during a procedure on a female patient in 2008. According to the complainant, the locking lever was broken and the physician could not lock it into position. The case was completed with a second spyscope device. No patient complications were reported as a result of this event.